Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from tubing connector. The insertion site was the leg. Infusion set was used for one day. No further information available.

Manufacturer narrative:
Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot: 6011367 have already been previously tested in the complaint: (B)(4) on 08-jul- 2025. Test results: the reference samples were visually inspected and tested for static pull tubing-tubing connector. All test results were within specifications as per the test report: (B)(4). Device history record (DHR) review: the lot: 6011367 was manufactured according to the version 82 and packaging in the machine 12, on 02/feb/2025, with a total of (B)(4) units. Assembly: the lot: 5a04106 was assembled according to the wi 5 version 27 on-line inspection on 21-oct-2024, with a total of (B)(4) units each. Gluing connector: the lot: 5a03846 was glued according to the wi version 42, machine 04 and 08 on 29-jan-2025, with a total of (B)(4) units each. The lot: 4m01580 was glued according to the wi version 42, machine 04 and 08 on 12-dec-2024, with a total of (B)(4) units each. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/jul/2025 against malfunction tubing detached from tubing-tubing connector and lot: 6011367 and one more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.